Event description:
It was reported that during a video assisted thoracic surgery and wedge resection procedure, a 45 device was used for the majority of the procedure. Then a 60 was opened and fired across the bronchus. The device would not fire and locked on the bronchus. While attempting to remove the device from the tissue, the handle broke. They were able to pull the device off the tissue. Once it was removed, there was no tissue damage. The procedure was completed using a competitor's device. There was no patient impact.

Manufacturer narrative:
(B)(4). The ec60a device was received with the closing trigger broken and missing, the indicator in the locked position and with an (B)(4) cartridge reload present. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No functional test could be performed due to the condition of the device. It should be noted that in order to open a device with the indicator in the locked position, a reverse stroke needs to be performed in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was disassembled to review the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.